Event description:
It was reported that prior to starting a da vinci surgical procedure, the crocodile grasper instrument did not engage. The instrument was not used in the case. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Based on failure analysis results, the complaint was not confirmed. The instrument was placed on an in-house system and passed the recognition and engagement test. Due to the condition of the main tube at the distal end, it could not be driven. Failure analysis also observed instrument main tube broken. The distal end of the main tube broke at the clevis. Evidence not conclusive, however, the broken tube damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.